Event description:
A caller reported experiencing an alarm 2 followed by alarm 26, related to an occlusion event. This issue led to the customer's blood glucose level being reported as "high," exceeding 500 mg/dl. To address the high blood glucose, the customer administered a correction bolus via the pump and changed the cartridge before resuming insulin.